Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic radical gastrectomy procedure, the staples did not form securely. The surgeon manually sutured the line to reinforce. No injury to the patient.

Manufacturer narrative:
(B)(6). Post market vigilance (pmv) led an evaluation of one device. Visual examination of the staple cartridge noted that the loading unit was fully fired and engaged in interlock. The anvil clamping mechanism was deformed and the anvil was bowed. The loading unit was loaded into a pmv instrument for functional testing and produced acceptable results. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Replication of the deformed anvil clamping mechanism and bowed anvil may occur when application over tissue that is beyond the recommended thickness range or when application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.